Manufacturer narrative:
The device logs were provided to a philips clinical application specialist (cas) for review. The cas confirmed there is no product malfunction, the algorithm and system are working as designed. The p waves labeled as v in the 14:35 were detected as beats and there was no asystole alarm although the yellow arrhythmia alarms were detected and announced. Appropriate ECG lead selection may have prevented this, the customer can always check what the beats are being labeled in annotate arrhythmia at the bedside or ECG analysis at the picix. Section d suspect medical device contains corrected information.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2022 at 14:35:14 the patient experienced loss of capture on a temporary pacing line (tpl) resulting in asystole. There was no notification or alarms off by the monitor. A staff nurse was watching the monitors at the time, and immediately responded and regained capture on the tpl before alerting medical staff, which required the line to be re-manipulated.